Manufacturer narrative:
The size of the 3m patch used during the procedure was 15cm x 8cm, which was below the minimum size of indifferent electrode to be used with the stockert generator. The generator setting during the procedure was: power: 40 watts. Duration of total ablation procedure: 20 mins. Duration per ablation: 0 - 5 min. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.

Event description:
It was reported that following an atrium flutter procedure using a stockert generator, 3m patch and bwi ablation catheter, a 2cm x 4cm skin burn scar was formed at the contact area of the 3m patch. The severity of skin burn was not known as to whether it was a 1st, 2nd or 3rd degree burn. Medical treatment required was medicine to treat the skin burn. Pt prognosis is excellent. This event was reported to be procedure related.